Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc checked the subject device and found that the reported phenomenon could be duplicated. The phenomenon occurred because the led element on the front panel failed. The cause of the failure of the led element on the front panel could not be identified. It could be considered to be a rare failure of led element since there was no frequent tendency.

Manufacturer narrative:
Sorc checked the subject device and found that the reported phenomenon could be duplicated due to failure of led. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), abnormal integrated flow rate value due to defective front panel led display was found.there was no report of patient injury associated with the event.